Event description:
Information was received from a manufacturer representative (rep) regarding an external device. Rep reports they have been trying to charge the implant (ins) for 1 hour and the ins is not charging but the controller battery pack has drained from 90% to 50%. They have the old style charger without the reinforced cord. Rep said patient contacted them on saturday, to report the controller plugged in all night, but device wouldn't turn on until patient used the aa batteries. Rep wanted the lithium battery replaced. Technical services (ts) requested that rep have patient plug the controller in again for a few hours and have patient monitor the green light, if device still won't recharge, rep can make the request of battery replacement. Reviewed with rep that controller issue could cause the battery to not charge as well. Rep called back and said power light is not blinking when trying to charge pt controller. Ts told rep the pt needs to remove the battery pack and then use the wall charger only, to confirm the wall charger is working. Caller called back to report that when pt plugged their controller into outlet w/out a power supply, it powered up fine. No symptoms were reported. Additional information was received from the rep. Rep said patient didn't get the battery pack. The battery was sent to the wrong address. Ts made request again for the battery pack to the requested address.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6), ubd: , UDI#: b3: event date is not known h3: analysis found battery charged when placed in known good controller and was read by battery pack reader and met specification requirements. No anomalies visually observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.